Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the cannula broke off. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about needle npe bent. Broken needles, both thin and thick, are sent and recalled.

Manufacturer narrative:
Correction: h1: device return to manuf .?: yes. H1: device eval by manufacturer?: yes.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the cannula broke off. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about needle npe bent. Broken needles, both thin and thick, are sent and recalled.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: h6: investigation summary five open and seventeen sealed 32g x 4mm pen needle samples were returned from lot. No. 2186592, cat. No. 320559. Visual examination was carried out on returned samples and photos and a broken non patient end of the cannula was observed on all five open samples. No issues were observed on the 17 sealed samples. As all confirmed samples were returned open it is not possible to determine root cause.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the cannula broke off. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about needle npe bent. Broken needles, both thin and thick, are sent and recalled.